Manufacturer narrative:
Correction d4: lot #: the customer reported two suspected lot numbers; either r16f15064 or r19h06033 (omitted on the initial). Additional information was added to d10, h10, h3 and h6. H10: the device was received for evaluation. A visual inspection was done which observed that the tubing was separated from the male luer. The reported condition was verified. The cause of the condition was excess solvent applied in the circumference of the tube during application in the manufacturing process; excess solvent tends to displace the tubing from the insertion of the rigid components. A batch review was conducted on the two suspected lot numbers and there were no deviations found related to this reported condition during the manufacture of these lots. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was separation between the soft tubing and hard plastic/ weld of the tubing next to the luer connector of a nitroglycerin set which resulted in a leak. This issue was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.